Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck introducer needle is confirmed and was determined to be use related. One j-tip guidewire and one 18 g introducer needle were returned for evaluation. An initial visual observation showed the guidewire was bent about 2 inches from the distal j-tip. The weld tip of the guidewire was intact. It was observed during tactile evaluation that the core wire of the guidewire was broken. A microscopic observation revealed use residue at the needle bevel. After the guidewire was removed from the needle, a relatively large amount of biological material was observed on the section of the guidewire that was within the needle. The edges of the needle bevel were observed to be damaged. The fracture site of the corewire was observed to be tapered and appeared to have a granular surface texture, which is evidence of a tensile break. The damage observed on the needle bevel is evidence that the guidewire was retracted against it, which is contradictory to the instruction provided in the IFU. This retraction of the guidewire against the needle bevel is what most-likely caused the blood and tissue residue to become lodged between the guidewire and needle cannula, which, consequently, caused the guidewire to become stuck in the needle. The product IFU states: ¿do not pull back guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first.¿ a lot history review (lhr) of rezf0530 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer needle could not be pulled out for removing after the insertion of guide wire following the accessing to the vein by the puncture needle. On 6/15/2017 - returned wire is frayed.